Manufacturer narrative:
According to the information provided by the technician, the issue could not be reproduced by the hospital's biomed. Device was checked and no deviation was found. The customer cancelled our technician's on-site visit, as the issue was not reproduced. The device's logs were not provided for further analysis. The cause of the reported issue has not been determined. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed to ventilate the patient. There was no patient harm. Manufacturer's ref. #:(B)(4).